Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020 .

Event description:
The biomed reported touchscreen is not functioning. The biomed confirmed the reported issue and indicated the issue occurred during testing. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The biomed replaced the man-machine interface (mmi) printed circuit board (pcb) to resolve the reported issue.